Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced redness, discharge and discomfort at the stoma site and was treated with cefalexin, and then with doxycycline hyclate, each for 7 days. It was reported that this infection was a natural reaction to the body because there was a foreign object in the body. The infection resolved.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.